Event description:
Bsc received info that the pt was symptomatic. The device's ac (automatic capture) feature was noted to be in retry numerous times and several tachycardia episodes were stored. The ventricular lead impedance and sensing were good. The tsv consultant (for bsc) suspected rv loss of capture.